Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was reproducible. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.